Event description:
The patient with severe pulmonary hypertension related to congential lung hypoplasia and limited pulmonary circulation. Pt was being seen in the pediatric specialty clinic and became apneic. A physician responded to the nurse's call for help, and a code was called. During the code, the portable oxygen tank failed to deliver oxygen. [There was no harm to the pt. The staff grabbed another tank quickly. No flow could be heard. Biomed did not look at the device after the incident. But the distributor was called and follow up analysis from them is expected].